Event description:
It was reported that the patient presented to the hospital for normal pulse generator change procedure. It was observed that there were high pacing impedance and high capture thresholds on the right atrial lead. The lead was explanted and replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Event description:
New information received noted that that the patient presented during follow-up in clinic. The right atrial lead was capped and replaced on (B)(6) 2021.